Event description:
The manufacturer received information that a trilogy 100 ventilator was sent to the manufacturer's service center for completion of preventative maintenance. There was no harm or injury reported. The device failed testing for testing of the active exhalation purge valves. This issue requires replacement of the active exhalation control module. Additional findings not related to the above-mentioned malfunction/issue; rubber feet were noted to be missing from the device and were replaced. The passive porting block was damaged and the porting block adapter was replaced to address this issue. On inspection and testing, the device failed the nurse call test during testing, but did not involve the nurse call connector but required replacement of the interface printed circuit board assembly (pca). The base enclosure required replacement due to the new style interface pca replacement.